Event description:
Ethicon echelon powered flex stapler malfunctioned and would not engage during surgery which resulted in disruption of the patient care. The stapler was removed, and a replacement was used successfully to complete the surgery. No harm to the patient. The vendor was notified for the stapler to be returned.